Event description:
It was reported that the patient underwent generator and lead replacement in 2010 likely due to lead fracture. It was reported that since the lead replacement surgery is so difficult the only logical reason that the lead was replaced would be due to a lead fracture. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.